Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review cannot be performed since there was no lot number provided. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not available; however photographs of the device were received. A visual inspection noted of broken occluder feet. The reported problem was confirmed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that one of the "internal lugs" had broken and the twist clamp would not seal in a minicap transfer set. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.